Manufacturer narrative:
The device is expected to be returned; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 238 mg/dl.